Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. From the facts obtained from the investigation, it was determined possible the event was caused by bent connector terminal pins. However, since the device was not returned, and further information could not be obtained. As a result, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, the video system center had no image due to connector pin issues. The issue occurred during an unspecified procedure. There were no reports of patient harm.